Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal dilaudid 7 mg/ml at 3 mg/day via an implanted pump for non-malignant pain. It was reported the event/difficulty occurred (B)(6) 2018 during normal use. It was reported the patient wanted to confirm if her personal therapy manager (ptm) was working or not. It was reported during the patient¿s last pump refill (date not specified) 40cc was aspirated. It was also reported that her pump continuously flips inside the pump pocket (located on her right side). It was noted the pump was very loose in the pocket and continuously flips within the pump pocket. The pump logs were read and checked by the rep. Initially the pump could not be read until the patient manually flipped the pump. The rep was then able to read the pump and all the logs showed everything looked to be functioning as it should. Ptm boluses were successful. The patient was concerned she may not be getting medicine since the last pump refill, since 40cc of old drug was aspirated. The managing physician suggested the manufacturer examine the ptm to confirm if it was working properly. The managing physician was not present at this appointment. Because the patient did not have an official office visit when the rep saw her, the rep discussed with the nurse practitioner (np) the possibility of a catheter issue due to the pump continuously flipping within the pocket. The rep suggested a catheter dye study as well as noting volume of old drug during the next pump refill(the patient was scheduled for late october). The np kept a copy of the telemetry report along with the logs for the patient¿s chart. The np stated she would follow-up with the managing physician regarding possible next steps for the patient. The patient had not noticed any real withdrawal symptoms other than increased pain. The issue was not resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. Surgical intervention did not occur and it was unknown if planned (but would follow-up for more information). The patient¿s weight and medical his tory were asked and unknown and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.